Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Customer stated the insulin exited. Troubleshooting was assisted. It was unknown if the auto mode was active during the reported event. The insulin pump will not be returned for analysis.